Event description:
It was reported that during device replacement due to eri, broken proximal part of the lead was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.